Event description:
A user facility returned the olympus asset, camera head, to the olympus spare product center. Upon inspection, it was observed that the cable was broken. The spare product loan specialist mentioned that the subject device was a sales trial spare product and there was no delay in the procedure in which the subject device was used. There were no problems throughout the trial process in the hospital and the cable being broken may have occurred during transportation back to the spare product center from the hospital after the trial. The procedure was an open maxillary sinus surgery. The surgery process went smoothly and no other device was changed during the procedure. This report is being submitted for the reportable malfunction found during inspection.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The phenomenon was reproduced when the device was inspected by the repair department. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review of the actual device was conducted and found no problems. This issue is addressed in the instructions for use (IFU): precautions against frozen or lost endoscopic images(warning) never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report was submitted to provide the date of the event and the results of the investigation.